Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17apr2020.

Event description:
The customer reported the unit restarted while in use. The unit was swapped out and was located in the error log consistent with ventilator restarted due to anomalies detected during operation. The customer reported that the unit was in use on a patient during the event with no harm noted. Additional information pertaining to the patient impact has been requested however, customer did not have the information to provide. The customer replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the reported issue. The unit passed extended self test (est), calibrated touchscreen, power fail test passed .

Manufacturer narrative:
G4: 31jul2020. B4: 04aug2020. Central processing unit (cpu) assembly was returned for analysis. Visual inspection of the returned cpu assembly revealed no anomalies noted. An investigation was performed and the customer complaint was not verified. Restart behavior could not be reproduced in 5 hour cycle test. No fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.